Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause for the reported condition of a connection issue was undetermined.

Event description:
A peritoneal dialysis (pd) nurse reported difficulty opening and closing the transfer sets. The pd nurse stated they have seen a problem when the transfer sets are brand new; especially if the patient has some weakness with their manual dexterity. No additional information provided.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR because they are the same for all mini-cap transfer set codes. A follow-up report will be submitted if additional information becomes available.